Event description:
It was reported that pump displayed malfunction code ¿malf 0¿ without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if any malfunction code occurred again, which customer acknowledged and understood.